Event description:
It was reported that subsequent to the implant of a protegen sling, the pt "sustained physical injuries and damages," and "will have to undergo a second, painful and invasive procedure." There is no further info available on this case and the device was not returned for eval.